Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor was unable to undergo incoming functionality testing and displayed service code 104(sd card fault). The cause for the failure was the u106 component has no output for the sd card. The root cause for the damaged u106could not be positively identified. No adverse event resulted from the damaged monitor.